Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 600 mg/dl and 574 mg/dl. Customer was experiencing vomiting. Customer alleged that insulin pump was under delivering. Customer stated that insulin pump had insulin flow block alarm. Customer did all possible troubleshooting for high blood glucose level. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.